Event description:
Reporter indicated that the device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead inpedance test result. Prior to obtaining the high lead impedance result, the patient experienced infrequent seizures with the vns therapy, but has since experinced approximattely three seizures per day. The patient has not experienced any recent injury or trauma that may have damaged the ncp system and does not manipulate the device through the skin. Review of x-rays by MFR revealed that hte lead electrodes appear to be implanted at the c5-c6 level. The strain relief bend and loop appeared to be adequate. Three tie downs were noted. No obvious lead breaks were noted; however, the entirety of the lead body could not be seen as some of the lead was under the generator, so a lead fracture in that area could not be ruled out. The lead connector pin appear to be past the generator connector block. The patient's device was disable pending surgical consult. Lead break is suspected. Revision surgery is likely; however, no surgical procedure is planned at this time as the patient is reportedly doing a lot better since the device was disabled.